Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 311 mg/dl. The user alleged the insulin pump was under delivering insulin due to high blood glucose event and blood glucose level was not lowered after bolus correction. Customer had headache at the time of the incident. Customer was okay to troubleshoot. Customer was using the pump within 48 hours of high blood glucose event. Customer stated that the auto mode feature was active at the time of the incident. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.